Event description:
It was reported that (1) device was used during a laparoscopic gall bladder. It was reported by the affiliate that the er320 instrument clips fall out. Another instrument was used to complete the case. There was no consequence to the pt.